Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: m149422 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 190-000j / lot: m149422 and test base part number: 190-430 / lot: m149422. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot: m149422 showed that the complaint (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Reference MFR numbers: 1221359-2021-02136.

Manufacturer narrative:
Correction to: aware date on previous MDR (g3). Correct aware date on previous MDR (follow up 1) is 06aug2021.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was not performed. Confirmation testing on with pcr performed at public health center generated negative results. The customer stated the patient was asymptomatic. Due to false positive results the patient admittance into the hospital was delayed by one day. No additional patient information, including treatment and outcome, was provided.